Event description:
During an av node ablation procedure, while preparing to withdraw the sr0 catheter, it was noted the sr0 catheter had sheered in two pieces, breaking at the point of the sheath insertion. Approximately 53cm of the sheath remained in the patient. Vascular surgery was performed to retract the distal portion of the sheath without further issue. After insertion of the sr0 catheter, resistance was felt when rotating the sheath to the point where torque didn't seem to be transmitting to the distal portion of the sheath. It was noted the patient had a lot of scar tissue at the venous access site from a previous hernia surgery which may have contributed to the sheath issue. The procedure was completed and the patient remained in the hospital overnight.